Manufacturer narrative:
The following fields have been updated with additional information that has been received during investigation: b.5. Describe event or problem: it was reported that prior to use cracks were found on 10 caps with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: cracks were found on shields. Low draw volume. D.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-06-25. F.10 device codes: 1354, 1575, 1675. H.1 device return to manuf .?: yes.

Event description:
It was reported that prior to use cracks were found on 10 caps with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: cracks were found on shields. Low draw volume.

Event description:
It was reported that prior to use cracks were found on 10 caps with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: cracks were found on shields. Low draw volume.

Manufacturer narrative:
H.6. Investigation: bd received 100 samples from the customer for investigation. 30 samples were evaluated by visual examination and the indicated failure mode for holes in the stopper with the incident lot was observed. 3 tubes which had small hole or crack on the center of rubber stopper were draw tested and they all drew correct volume. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: k023331 & bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use cracks were found on 10 caps with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: cracks were found on shields.